Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary as reported, an ngage nitinol stone extractor was used for a retrograde intrarenal surgery. The user opened the basket but reported that was not working properly. Another ngage nitinol stone extractor was used to complete the procedure. A section of the device did not remain inside the patient. No additional procedures were reported due to the occurrence. No adverse effects were reported due to the occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. The investigator made the following notation: the product was received in original packaging. The device was received with the handle in the open position while the basket was closed. The collet and mlla (male lure lock adapter) knobs were both tight and the spacer was present. A function test was performed using the handle and the basket stayed closed. The quality engineer for this product line was called and gave instructions to the inspector how to try to manually actuate the basket. It was discovered that the yellow sheath was disconnected from the assembly and was able to traverse freely down the basket assembly when removed from the handle. A manual attempt to open the basket was done by pulling on the bronze sheath component, but the basket remained closed. The basket was examined for biological matter and none was found. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed and could not be opened. The yellow support sheath was separated from the handle, preventing the basket from opening. The cause for the damage was unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Customer: phone: (B)(6), mobile: (B)(6), postal code: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, an ngage nitinol stone extractor was used for a retrograde intrarenal surgery. The user opened the basket but reported that was not working properly. Another ngage nitinol stone extractor was used to complete the procedure. A section of the device did not remain inside the patient. No additional procedures were reported due to the occurrence. No adverse effects were reported due to the occurrence.